Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no related complaints associated with any other devices from the lot. Information from the field indicated that the an 12f delivery system was used, however, the recommended size is an 13f. The patient did not have any anatomical interference and there was no angulation or kink in the delivery system upon deployment. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Per the instruction for use, "note: do not oversize or undersize the delivery sheath. Follow the recommended sizes listed in table t1."na

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 26mm amplatzer cardiac plug was chosen for implant with a 12f amplatzer torqvue 45x45 delivery sheath. During deployment, the device had a cobra deformation and the disc could not be "opened properly after reaching the preset position." A decision was made to recapture the device and abort the procedure. The deformed device was not released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment or any angulation/kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no report of any adverse patient effects and the patient status was reported as stable.